Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 500 mg/dl. The customer stated that automode feature was not active at the time of incident. It was unknown how the customer treated for their high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The initial report was submitted with the wrong aware date in 'date received by MFR'. The correct date is 30-jul-2020.